Manufacturer narrative:
The patient¿s age at time of event, sex, and weight were requested, but not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 0 day. The pump remains implanted; however, the outflow graft (lot # 191414) is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that during the implant procedure, the surgeon confirmed that the outflow graft bend relief (ofgbr) clicked into place; however, observed that it would not rotate or spin freely like he was used to seeing in previous implants. The surgeon then used the heartmate 3 surgical tool to disengage the ofgbr and tried it again with the same result of having friction and not rotating. The surgeon was not comfortable using this graft and chose to use another. There was no adverse impact to the patient due to the event. No additional information was provided.